Manufacturer narrative:
A2: date of birth: requested, not provided. A3a: sex: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted . Please refer to h10 for the other device used on the same patient. The actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an issue occurred with the angio-seal. Additional information was received on 09jul2025: the same patient was treated on saturday (B)(6) 2025) and sunday (B)(6) 2025) for strokes. The physician reported that no "string or gel" (collagen) was on the device. Manual pressure assisted by femstop was used for closure. The reported event did not result in patient injury and/or require medical or surgical intervention.

Event description:
Additional information was received on 28jul2025: there was no patient injury. Groin hematoma that was controlled with manual pressure. When the device was engaged, there was no thread or collagen sealant within the device, we checked the interior afterwards and did not find anything inside.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5 and h6: health effect: impact code, and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).